Manufacturer narrative:
Bd had not received samples, but photos were provided by thecustomer facility for investigation. The photos were evaluatedand the customer's indicated failure mode for 81039 with theincident lot was not observed. A review of the manufacturingrecords was completed for the incident lot and no issues wereidentified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had a missing label.